Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a transfemoral tavr procedure was performed to implant a 20 mm sapien 3 ultra resilia valve. During valve alignment, it was noted that the outflow valve struts appeared to be overlap/bent. After further assessment of the valve, it was decided to remove everything. A new 20 mm sapien 3 ultra resilia valve was successfully implanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Section g6, h2, h3 and conclusions in h11 have been updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the valve had one strut bent sideways on the outflow side of the valve, and the frame was canted and deformed. Due to the nature of the complaint, no applicable functional testing or dimensional testing was performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve frame damage was confirmed based on evaluation of the returned device. It is possible that an interaction occurred between the crimped valve and delivery system flex tip during valve alignment, resulting in the outflow side damage observed. However, the available information is limited; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.